Manufacturer narrative:
Device evaluation in process. A supplemental report will be submitted for device analysis. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was 80% stenotic, 10mm in length and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath, sion blue guide wire and a 3.5 ebu guide catheter to access the lesion. The sion blue guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed one run at low speed in the proximal segment of the lesion. During the next run at low speed in the proximal segment, the device bogged down and stopped spinning. The physician pushed the control knob and the oad turned on, but after a 3-5 second delay. Immediately the device bogged down and shut off again. The oad was removed from the patient and angiography revealed a dissection. A balloon was inflated across the dissection and successfully resolved it. The physician then deployed a stent across the lesion and post-dilated. The patient status remained stable throughout the procedure.

Manufacturer narrative:
Device analysis the oad was returned without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material and blue fibrous material were observed on the driveshaft and crown. The blue fibrous material is typically seen on the lab soaker clothes used in a cath lab setting. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. An in-house 0.012" test wire was loaded through the device and passed through the area of adhered material without issue. When tested, the oad spun at low and at high speed with no abnormalities observed. The device and components functioned as intended. At the conclusion of the failure analysis investigation, the root cause of the dissection could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).